Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Manufacturer narrative:
This medwatch report was submitted as a duplicate in error. Please reference medwatch 1220908-2015-01470 for the original report. Eval: the device was returned to zoll medical corporation. The malfunction was duplicated and attributed to a faulty solder joint on a transformer on the pace/defib engine assembly. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing the device displayed "defib fault 76" and "defib disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.